Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter (bec) field service engineer (fse) was dispatched and evaluated instrument. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. The investigation was not able to confirm a device issue that could be associated with the reported event.

Event description:
The complainant reported that the instrument experienced erroneous results for ion selective electrodes (ise) results. There was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.